Event description:
The affiliate reported the customer alleged aberrantly low estradiol results, for multiple pts and quality control, involving access 2 immunoassay system. This report refers to pt number two of four. Subsequent testing, with a new reagent pack, produced results within higher clinical reference range. The erroneous pts' results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04406, 04407, 04409.